Event description:
Pt was undergoing robot-assisted laparoscopic total hysterectomy and bilateral salpingectomy using the davinci robot. The monopolar curved scissors were connected to the electrosurgical generator by a monopolar reusable cord, and the scissors were being used intermittently during the surgery. The surgical assistant smelled something unusual and notified the surgeon. He then noticed that the monopolar cord has separated from its connector to the curved scissors hand piece. He disconnected the cord and dropped if off the sterile field. The circulating nurse and surgical assist inspected the surgical drapes and found no damage to the sterile field or the pt. They saw a pencil-point sized hole in the drape below the level of the sterile field. A new sterile drape was attached to cover the area. Replacement equipment was brought into the room and the surgery proceeded without complications. We sterile these cords according to MFR instructions and inspect each cord after use for any visual defects or signs of wear. FDA safety report ID# (B)(4).